Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2011. Based on the manufacturing year of the unit (2011) and considering similar complaints analysis, it cannot be ruled out that the most likely root cause of the reported issue is a faulty electrical venous occluder (evo) linear actuator most likely due to wearing of the parts.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) automatically re-opened when closing, even after a calibration and reset. There was no patient involvement.

Manufacturer narrative:
Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in rouen, france. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Electrical venous occluder (evo) was replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.